Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on 03/20/2016 to report that the patient passed away on (B)(6) 2015. A certificate of death was provided. The immediate cause of death was recorded as sudden cardiac death. Additionally, coronary artery disease and diabetes mellitus were listed as contributing factors to the patient death. Patient passed while at a rehabilitation center and was not wearing the continuous glucose monitoring device at the time of incident. There was no alleged device malfunction. No additional event or patient information was provided.